Event description:
This complaint is being reported as a malfunction due to the power issue. The animas pump reportedly went totally dead. During troubleshooting, the patient did not have the animas pump to resolve the issue. There was no report of medical intervention or any symptoms to suggest a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the pump black box showed that the pump was used beyond the date of the original complaint and the data in the black box was overwritten due to continued use. The black box data showed no evidence of errors or alarms related to the complaint. The pump battery voltages observed in the pump black box were within normal specifications. The pump was attached to an external power supply and the pump electrical current draws were found to be within specifications. The reported complaint was unable to be duplicated during testing.